Manufacturer narrative:
Complaint has been evaluated and is similar to:1644408-2022-01411; 521-07-246, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to anatomic total shoulder arthroplasty explanted and replaced with reverse total shoulder arthroplasty